Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the ventilator unexpectedly powered off and then restarted (rebooted) while in use on a patient. The registered nurse (rn) observed the event and immediately initiated manual ventilation (bagging). When the respiratory therapist (rrt) had arrived at the bedside, the ventilator had completed its reboot sequence and resumed normal operation. As a precaution, the patient was transitioned to an alternate ventilator. There were no reported alarms associated with the event. No patient harm or adverse clinical impact was reported. A review of the device logs confirmed a momentary cpu reset, with ventilation recovery occurring within 18 seconds. Ventilation resumed successfully using the previous settings after the momentary system restart. It also showed that a 'ventilator restarted' alarm message had been activated.